Event description:
Patient was revised to address tibial subsidence.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported subsidence. Research has found patient bone density, bone integrity, implant positioning and surgeon individual technique are possible contributing factors to subsidence. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.